Event description:
Boston scientific received information that a clinician contacted boston scientific technical services (ts) to discuss that at the patient's last device interrogation it was noted that the lead safety switch (lss) tripped for the right atrial (ra) lead due to low impedance measurements. At that time the lead was left in unipolar. Eleven months later, the patient was back in the office for another follow-up visit. Upon interrogation the ra lead exhibited noise that lead to several inappropriate atrial tachycardia response (atr) episodes. The clinician noted that the patient was asymptomatic due to noise and inappropriate atrs. Patient in not atrial dependent upon pacing and no noise was seen when performing isometrics. The clinician left the ra lead programmed in bipolar configuration with lss on and will continue to monitor. No adverse patient effects were reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.